Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: additional pro-code: hsb. H3/h6: investigation summary: investigation selection investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken (at the neck section, between screw head and shank) as reported, this thus confirming the complaint description. Additionally, the received screw head has a damaged/deformed recess from use (tighten and untighten). Furthermore, the threat at the screw head is in a used but good condition (undamaged). (Pictures from received part). Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage as mentioned before. In addition, the lot was inspected during manufacturing and as well by final inspection. The screw was manufactured according to its quality standards and a manufacturing issue can be excluded. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on the DHR review we are able to confirm that the right raw material got used. Summary: the complaint is confirmed, as the screw is broken as reported. The review of the production history revealed that this item was manufactured in november 2018 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: device history lot part: 412.118s, lot: 2l24385, manufacturing site: grenchen, release to warehouse date: 12.nov.2018, expiry date: 01.nov.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a corrective procedure, the surgeon found a screw that was broken at the head component. The procedure was completed without any delay and the screw shaft was left in the bone. No further information is available. Concomitant device reported: lcp plate (part # 441.901s, lot # unknown, quantity 1). Unknown screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) screw this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.